Manufacturer narrative:
The product was not returned to heartsine for evaluation. The cause of the reported issue was not determined.

Event description:
The customer contacted heartsine to report that their device's battery was depleted. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's battery was depleted. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.